Event description:
Not able to walk and was in a lot of pain [unable to walk]. Baker's cyst in his calf [baker's cyst]. Car accident [automobile accident]. Knee damage [knee injury]. Three torn shoulder tendons [tendon rupture]. Hernia cervical [cervical disc herniation]. Sore neck [neck pain]. Two broken ribs [rib fracture]. Not able to walk and was in a lot of pain [pain]. Knees are swollen and he has osteoarthritis [osteoarthritis] ([knee swelling]). Torn meniscus [meniscus tear]. Bone fragments [bone fragmentation]. Broken wrist [broken wrist]. Initial information received on 07-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: united states study title: patient support program involving synvisc one. This case involves an adult male patient who was not able to walk and was in a lot of pain, baker's cyst in his calf, car accident, knee damage, three torn shoulder tendons, hernia cervical, sore neck, two broken ribs, not able to walk and was in a lot of pain, knees are swollen and he has osteoarthritis, torn meniscus, bone fragments and broken wrist while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), history, vaccination(s) and family history were not provided. Concomitant medications included cortisone acetate (cortisone acetate); and hyaluronate sodium, triamcinolone hexacetonide (cingal). On an unknown date, the patient started using synvisc-one (strength, form, batch number, frequency, expiration date, indication: unknown), at a dose of 6 ml via intra-articular route. On an unknown date and latency, the patient reported that he wore a brace for three, almost four years which caused the patient to get a baker's cyst in his calf (synovial cyst). The patient was not able to walk (gait inability, seriousness criteria: disability), and was in a lot of pain (pain). The patient had numerous surgeries on his knee, one was to remove more torn meniscus (meniscus injury) and bone fragments (bone fragmentation). In 2003, (latency: unknown), the patient had a car accident (road traffic accident) which caused him to have knee damage (joint injury). The patient also mentioned that his knees are swollen (joint swelling) and he has osteoarthritis (osteoarthritis). The physician said the next knee surgery would be a knee replacement. The patient had two broken ribs (rib fracture), three torn shoulder tendons (tendon rupture), sore neck (neck pain), broken wrist (wrist fracture), recently received cortisone injections in his hip, and may have a hernia cervical (intervertebral disc protrusion). Action taken: unknown. The patient used a brace for gait inability, and had unspecified surgeries for torn meniscus, bone fragments. It was not reported if the patient received a corrective treatment for rest of the events. At time of reporting, the outcome was not recovered for all the events. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 08-mar-2022 for product. Batch number: unknown. Sample status: not available. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 30-mar-2022. Sanofi would continue to monitor complaints as stated in (B)(4) "product event handling" to determine if a CAPA was required. Additional information was received on 30-mar-2022 from the quality department. Global ptc number and ptc results added. Text amended accordingly.